Event description:
It was reported that the break off screw could not be broken off. The post of the screw remained in the patient. No additional patient complication was reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of event.